Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. Additional info from user facility report: brand name: hospira plum a+. Common device name: hospira IV pumps. (B)(4). Model# plum a dual channel; serial #(B)(4); other asset# (B)(4). (B)(6). Malfunction. Not returned to MFR.

Event description:
User facility mandatory medwatch received that stated: "after vaginal delivery and repair was complete, the epidural plum pump was turned off and the lever was opened and tubing removed. The epidural catheter was not removed from the pt at this time. The nurse opted to leave the epidural catheter in place through the recovery without an infusion running. At 0110, pt called complaining of "not feeling right and feeling numb" (lower extremities). Bp was 75/52 and rn removed epidural catheter and noted the epidural infusion bottle to be empty at this time. (Epidural infusion previously infused at 6 mls/hr for approximately 3 hrs prior to turning the pump off, which means that approximately 82 mls had free-flowed from 2330 to 0110 when epidural catheter was removed). Md called to the bedside to evaluate. Pt was given 15ml of ephedrine IV at 0115, per md and pt monitored in l & d for extended recovery until good movement of lower extremities returned. Pump evaluated per md and rn with new tubing and infusion and noted that the lever was malfunctioning and did not effectively push in the white tab/button to stop infusion once cassette removed from the pump. Medication infusing was ropivacaine 0.2% 100 cc 2 mg/ml. Biomed tested pump and confirmed that the pump failed to push white tab (button) completely shut, stopping flow of IV when tubing disconnected from pump. Pt had normal vaginal delivery, full term pregnancy, first baby. Upon further query the following info was provided that indicated, the customer contact reported unrestricted flow. Through requested, no additional info was provided.